Manufacturer narrative:
Findings: unit received with dog chew marks on case and electronics.

Event description:
It was reported that insulin pump was damaged. The blood glucose level was not included in the report. Nothing further was reported.